Event description:
It was reported that reported that a loss of aspiration occurred. The stenosed target lesion was located in the right lower limb vessel. An angiojet solent omni was selected for treatment. During the procedure, after 30 seconds in thrombectomy mode, a leakage was observed. The console did not trigger an alarm; however, aspiration strength was noted to be weak. The procedure was completed with another of same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. There was no damage to the device. The catheter was successfully functionally tested with no leaks or alarms present. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. No other issues were identified during the product analysis.

Manufacturer narrative:
D4 - lot number: updated from 0031999682 to 0031049683. E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. There was no damage to the device. The catheter was successfully functionally tested with no leaks or alarms present. The catheter tip was placed into a 100 ml beaker and ran for approximately 30 seconds at which point it was verified the device was aspirating normally. No other issues were identified during the product analysis.

Event description:
It was reported that reported that a loss of aspiration occurred. The stenosed target lesion was located in the right lower limb vessel. An angiojet solent omni was selected for treatment. During the procedure, after 30 seconds in thrombectomy mode, a leakage was observed. The console did not trigger an alarm; however, aspiration strength was noted to be weak. The procedure was completed with another of same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.

Event description:
It was reported that reported that a loss of aspiration occurred. The stenosed target lesion was located in the right lower limb vessel. An angiojet solent omni was selected for treatment. During the procedure, after 30 seconds in thrombectomy mode, a leakage was observed. The console did not trigger an alarm; however, aspiration strength was noted to be weak. The procedure was completed with another of same device. The patient condition following procedure was stable.